Event description:
On (B)(6) 2012 the patient contacted animas alleging that the keypad buttons are unresponsive. The patient noted that the audio bolus is loose and peeled off, and that there is moisture in the pump. The patient reportedly wears the pump on his belt and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged button responsiveness issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button was detached. The detached bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Unable to investigate keypad functions, moisture damage prevents adequate investigation. There was moisture in the pump.